Event description:
A report was received that the patient's left clik anchor and ipg sites were inflamed with skin irritation. The physician could not determine what was causing the swelling. The patient underwent a revision procedure wherein the ipg and clik anchors were replaced as a precaution. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient's left clik anchor and ipg sites were inflamed with skin irritation. The physician could not determine what was causing the swelling. The patient underwent a revision procedure wherein the ipg and clik anchors were replaced as a precaution. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
Additional information was received that the physician suspected allergy but did not perform allergy testing. The patient underwent a revision wherein a dacron pouch was added.